Manufacturer narrative:
Ref. ID: (B)(4). The detector fell from the table and should be checked for damage (use error). Philips field service engineer (fse) investigated on site. The reported problem could be confirmed by the images saved on the system. Detector self-test as well as gain and pixel re-calibration performed successfully. A comprehensive function test of the detector was also successful. The detector no longer exhibits any inhomogeneity. The device meets the manufacturer's specifications and is ready for clinical use. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer (fse) investigated on site. The detector had fallen from the table and was checked for damage. The reported problem could be confirmed by the images saved on the system. Detector self-test as well as gain and pixel re-calibration performed successfully. A comprehensive function test of the detector was also successful. The detector no longer exhibits any inhomogeneity. The device meets the manufacturer's specifications and is ready for clinical use. No more details were provided about the exact circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer requested a check of the digital portable detector after it had fallen down. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.